Manufacturer narrative:
The event was previously included in a summary of 2 filed under 1060818-2023-03772. This event is being filed separately to reduce the total of 1060818-2023-03772 from 2 to 1.

Event description:
Implant removed due to surgical consideration within 36 hours.